Event description:
On january 28, 2025, neotract has been made aware that ¿a 72 year old male patient with a 36 gram prostate and no known pre-existing urological conditions, underwent an in-office procedure that was performed under a prostate block and nitrous gas. During the first implant attempt, the physician followed the standard technique, starting at the bladder neck, angling the handle at 10 o¿clock with 5¿10 degrees of compression, and pulling the trigger three times, but no suture was visible in the keyhole. Following guidance, he withdrew the device and performed the fourth pull on the side table, but no implant was released. The back of the cartridge was checked, and no buckle was found. A second attempt with a new cartridge followed the same steps, yielding the same result. A third attempt with a new handle, with careful hand movements, also failed. Observing both the physician¿s hands and the screen, the representative confirmed proper technique was followed. After aborting the procedure, an investigation on the side table showed that all three cartridge indicators were recessed as if an implant had been placed. When running through the four trigger pulls on spent cartridges, the capsular tab and implant became visible. Two cartridges still contained implants, suggesting misfires during the procedure despite the physician not using spent devices. No patient harm or injury was reported, but the procedure was aborted, leaving the patient untreated.¿ additional information received on march 04, 2025, indicated that ¿both handles and all cartridges involved will be returned for evaluation.¿